Manufacturer narrative:
H3, h6): the manufacturer representative went to the site and spoke with them. They explained that the issue that occurred was not a fault. The system was operating as intended. The site noted when the system was around the patient they bumped into a light. The system then needed to be invalidated home. After the site finished invalidating home the system performed as intended. No hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that when attempted to take a scout shot but the system did not pause in the lateral position. Site realigned and was able to successfully take spin but when completed the doors would not open. Site had to use socket to open the doors. Patient present. No reported impact to the patient.